Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation the monitor was unable to power up. The cause of the problem was isolated to a fractured bga solder connection on ram chips u100 and u101. The root cause of the fractured bga solder connection could not be positively identified but was likely excessive stress on the monitor c/a board. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.